Event description:
It was reported by the clinician that the patient was found bleeding from the catheter. Upon inspection, it was found that the single lumen port tubing had disconnected/broken off completely and the patient was bleeding back from central line access. Additional information received from clinician on 1/30/09 stated, the patient was a (B) (6) male in the surgical intensive care unit. There was no blood transfusion required and the catheter was exchanged for the patient. There were no patient complications reported.

Manufacturer narrative:
(B) (4) follow-up report will be filed if additional information becomes available.